Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high thresholds and was unable to capture in bipolar and unipolar mode. A temporary pacing lead was placed until the lead could be extracted and a new lead implanted. No patient complications have been reported as a result of this event.